Manufacturer narrative:
Concomitant medical products: 3058 ipg, implanted: (B)(6) 2019; 3889-28 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was t-wave oversensing (twos) noted on ventricular tachycardia (vt) episodes that caused an inappropriate shock. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.